Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced difficulty turning the connector when attaching a prefilled pump cartridge, and the agent advised applying additional pressure due to higher resistance with prefilled cartridges; the patient then successfully turned the cartridge and completed attachment. Symptoms included no reported blood glucose impact. Outcomes included no adverse health effects and no need for medical intervention. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed normal device behavior consistent with expected resistance when engaging the connector of a prefilled cartridge, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique related to routine connection resistance.